Event description:
The patient had chronic dislocation of the hip and was reduced by closed reduction. Revision surgery revealed the acetabular liner was in 35 anteversion. A new liner was implanted and repositioned.

Manufacturer narrative:
Summary of evaluation: the acetabular insert can not be evaluated for the reported chronic dislocation as it has not been returned to howmedica but rather has been discarded by the hospital.